Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Customer's blood glucose was 189 mg/dl. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.